Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c199ee, serial/lot #: (B)(4), ubd: 02-may-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately 1 year 2 weeks post implant, a non-occlusive thrombosis of the endurant main body and left limb was noted on follow-up. The patient was placed on additional anti-thrombotic medication as treatment. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.